Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the patient had a pre-existing condition of chronic arterial fibrillation. Post stent graft implant, the patient had an episode of arterial fibrillation with rapid ventricular. The patient was treated with medical therapy and remains asymptomatic. No addtional clinical sequelae were reported.